Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient underwent an ipg replacement on (B)(6) 2025. No complications were reported and therapy restored. No product to be returned per facility policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.